Event description:
It was reported that during a routine device change-out, fluoroscopy revealed externalized conductor between the svc and rv coils.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the insulation abraded.